Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a robotic hysterectomy with bilat salpingectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.